Manufacturer narrative:
On 20sep2024, the device was evaluated at a bench service center by a bench service engineer (bse). The bse confirmed the alleged issue, observing the device display a primary alarm failed alarm. After evaluating the device, the bse determined that the central processing unit (cpu) printed circuit board assembly (pcba) required replacement to resolve the primary alarm failed alarm. The investigation is ongoing.

Manufacturer narrative:
The bench service engineer replaced the cpu pcba to resolve the primary alarm failed alarm. Following the part replacement, the bse upgraded the device software to version 3.0 and the device passed all performance verification testing. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, the device had been outside of use at the initial occurrence of the error code and the device has been out of service since. Additionally, the quote for onsite service was rejected by the customer. On (B)(6) 2024, the customer contacted a remote service engineer (rse) and requested a bench evaluation of the device. The rse emailed the customer with the bench repair form and advised the customer to remove the backup battery before shipping the ventilator. Servicing of the device at the bench repair center is pending the return of a completed bench repair form and delivery of the ventilator to the bench repair center. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer has been provided with a quote for onsite service and parts t troubleshoot the device issue. Further service is pending the customers' acceptance or rejection of the quote. This investigation is ongoing.